Event description:
Customer reporting a patient testing consistently positive for flu b. Customer states they were tested 4 times over 4 months and were positive each time. Send out for a pcr result was negative for flu but positive for enterovirus. Customer did not have the kit lot but was able to provide cassette lot. Report 1 of 4.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Even though customer did not have kit lot the cassette lot was supplied so testing was performed on this lot. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not duplicate with retain testing. Source: phone.